Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed. Verification testing could not be performed because no sample will be returned for evaluation. A review of manufacturing records did not yield any relevant findings. A potential cause could not be determined based on the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed into the patient's left brachial vein with use of the vps. The doppler and ECG looked good, nothing abnormal. A blue bullseye was obtained. Approximately 20 minutes after the catheter was in place a chest x-ray was performed which showed the catheter was in the mid svc. As a result, the catheter was removed and replaced successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.